Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump received with cracked battery tube thread, cracked case battery tube , cracked case corner of belt clips rails and moisture damage on electronics assembly noted.

Event description:
The customer's family reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown. The customer reported that they had crack on the back of the insulin pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.